Manufacturer narrative:
During follow up with customer on (B)(6) 2021, customer reported touchscreen issues pertaining to pump sn (B)(4) was resolved; pump functions as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. Customer¿s blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.